Event description:
It was reported that during the implant procedure, the hv coil impedance was high (>200 ohms). The lead was not used. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the full lead was returned and analyzed. There were no anomalies found; however, there was blood in/on helix/lobe mechanism noted.